Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during use. The home patient (hp) was connected at the time of the alarm. The hp informed the technical service representative (tsr) that they cleared the alarm and disconnected. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported issue. The tsr explained the alarms and the possible causes to the hp. The tsr advised the hp to contact the technical service center when alarms occur. It was unknown as to how the hp would complete the therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.